Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to charge battery) was confirmed. As received, the battery charger/modem was resetting and was unable to charge a battery pack. The cause for the failure was contamination on the battery pca, a shorted q1 current-controlling transistor, and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the transistor and microcontroller was caused by the contamination. Additionally, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the contamination was ingress of an unknown liquid. The root cause for the u1003 and u104 failure could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a charger was unable to charge a battery.